Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer charging and the leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.